Manufacturer narrative:
Follow-up report will be filed, if additional information becomes available.

Event description:
It was reported that the event occurred approximately two weeks ago. The intra-aortic balloon (iab) was inserted via a sheath. Upon connecting to the pump, the volume was 2.5cc and could not be changed. The iab was removed and another iab was inserted without incident.